Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a bilateral hallux valgus with minimally invasive osteotomies of the proximal phalanx of the 2nd toe. Allegedly the patient had bilateral soft tissue infections, needed washout and 8 weeks of antibiotics. Did well thereafter.